Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4 lot number: the lot number of the device is one of the following: lot 63869908 manufacture date: dec 13, 2017 UDI number: (B)(4). Lot 63869946 manufacture date: mar 21, 2017 UDI number: (B)(4). Lot 64103204 manufacture date: dec 12, 2018 UDI number: (B)(4). Lot 64168177 manufacture date: jun 17, 2019 UDI number:(B)(4). Lot 65245975 manufacture date: dec 14, 2021 UDI number: (B)(4). Lot 65245979 manufacture date: mar 03, 2022 UDI number: (B)(4). Lot 65515053 manufacture date: oct 14, 2022 UDI number: (B)(4).

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during a knee procedure, the instrument fractured and a fragment fell into the wound site and had to be retrieved. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Foreign source: switzerland. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.